Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Not returned to manufacturer.

Event description:
It was reported that abutment screw (iunihg) was loosened.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening of the post. Alleged event is non-verifiable with the information provided. A singular cause for the event could not be determined. Device evaluated by manufacturer.